Event description:
It was reported that the patient had the inflatable penile prosthesis replaced due to a failed pump and possible tube kink. The patient was stable following the procedure and the event resolved. Additional information received indicated device work initially for about 6 months, then became difficult to pump up. The physician was also unable to operate the pump due to a sticky pump. A revision was performed and after opening up the patient the physician was able to use the pump again, so no components were removed or replaced. The patient went home and everything worked fine until 3-4 months ago when the pump failed again and the ed returned. The patient then underwent a replacement surgery as the physician was unable to fix the sticky pump during the surgery. The physician noticed that there appeared to no fluid in the device. When he went to remove the entire device, including the reservoir, the saline reappeared. The physician concluded that there was a sticky pump and kinked tubing that prevented saline to inflate the cylinders. The patient received a new device and was doing well.